Event description:
It was reported that when patient presented remotely via merlin.net transmission showing non-sustained rv oversensing due to myopotential oversensing. Programming changes were recommended. Patient will continue to be monitored. No further information is available.

Manufacturer narrative:
New information received states that programming changes were made and the patient was stable. No symptoms reported.

Event description:
New information received states that programming changes were made and the patient was stable. No symptoms reported.